Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/pelvic floor. It was reported that the patient had their implant for their bladder. The patient said their whole week was pretty bad. The patient said they only were able to use program 2. They needed to be adjusted so they had other programs as an option to choose from. Patient said they had a mix of muscular and pelvic floor issues and never problems. When their issues were acting up it felt almost like a uti. They had a lot of irritation and lots of spasms, things felt very tight, everything felt bad basically. Actions taken were that the patient had only been able to use setting 2, it was the only program that helped. Wanted to see if they could do something slightly between 1 and 2, and 2 and 3 or something along those lines. The patient had tried all 4 programs. The patient would do setting 1 for five days and it really didn¿t do enough. They didn¿t have anything they could alternate. There were no further complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.